Event description:
It was reported that the patient presented in clinic post implant procedure. Upon interrogation, the atrial lead exhibited far r wave oversensing. An x-ray confirmed that the atrial lead had become dislodged. On (B)(6) 2025, the physician successfully repositioned the lead. The patient was in stable condition.